Event description:
It was reported that during a peripheral angioplasty treatment procedure, the ultra-thin diamond balloon ruptured during post-dilatation of an in-stent restenosis lesion. The customer states that "the target lesion was 70% isr (in stent restenosis) in wallstent of right sfa [superficial femoral artery]. First, the ultra-thin diamond balloon was dilated at 6atms with three times in the lesion. Following the pre-dilatation, the wallstent was implanted by the directstenting. Then this balloon was dilated at 15atms with two times by post-dilatation. During the three times post-dilatation, this device was ruptured at 15atms. The procedure was completed with wanda balloon." No patient injuries or complications were reported. Patient status is reported as "good". Per the directions for use: the ultra-thin diamond balloon is "indicated for stent deployment / optimization for the palmaz-schatz balloon-expandable stents for the biliary system by j&j."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.